Event description:
Ous MDR - after an implantation time of about 64 months oversensing without any shock delivery was reported. An attempt at lead removal was also reported. The lead was capped off and left in the patient. No worsening of the patient's health was reported.

Manufacturer narrative:
During the analysis, the lead complained about and the enclosed data were thoroughly inspected. The available iegms (episode 80) showed interference signals in both the rv and the ff channel. The interference signals in the rv channel were detected by the ICD and led to charging of the shock capacitors, which was, however, automatically aborted in the further course. The lead fragment was examined. Only 5 cm of the distal end of the lead were available for analysis. The available fragment showed explantation damage. In particular, the shock coil was severely deformed and damaged. Blood had entered the lead fragment. In a next step, the returned x-ray images were analyzed. The clinical observation was confirmed, a rope conductor was outside of the lead body in the distal region of the lead. The x-ray images also showed high slack and narrow bending radii of the lead body in this region. Strong mechanical stress on the lead in this area in connection with external abrasion of the lead in the region of the tricuspidal valve could have contributed to this damage. Fraying of the outer insulation of the lead by friction with the heart valve is regarded as probable but cannot be clearly analyzed based on the x-ray images. In addition, the manufacturing process of the lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.